Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system displayed an error message showing only low load fluoroscopy was available. On diagnosis, the fse found that flow switch of clm was defective. The fse refilled the oil but it did not solve the issue. Further, the fse found that the frontal shutter collimation had failed. The fse replaced the aperture unit and performed partial acceptance/constancy test followed by dis-assembling and then installing the aperture unit. The fse finally replaced the defective cooling unit after which the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that after a restart was performed due to a problem, the azurion system displayed an error message and only low load fluoro was available. The system was in clinical use when this occurred. There was no report of harm. Philips has started an investigation of this complaint.